Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated that he was getting too much insulin. The customer stated that the drive support cap was flushed. The blood glucose reading at the time of the event was 400 mg/dl. Customer treated with bolus. Customer also stated that he has been experiencing low blood glucose for three to four days. The insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.